Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that the root cause of the reported event is possibly related to a combination of patient (severe aortic root calcification) and procedural factors (aortic deployment of valve). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the first 23mm sapien valve was prepped and positioned in a 60:40 aortic position, however, final deployment slightly aortic resting 70:30, and non-coaxial due to severe aortic calcification. The post deployment echocardiogram showed severe pv leak. In order to troubleshoot, the decision was made to implant a second valve. The second 23mm sapien valve was placed in the aortic annulus and the pv leak resolved. The patient was noted to be in stable condition with a good outcome. Additional information provided by the clinical specialist (cs), indicated the image intensifier angle was noted to be fair, coaxial alignment was fair, balloon inflation was held for more than 3 seconds during deployment, ventilation was not held during valve deployment, and there was no loss of pacing capture during valve deployment.